Event description:
"Defect recall of philips respironics dream station CPAP. First recall - philips - 09/2021; second recall - philips - 12 february 2022. First recall - geisinger - 09 august 2021. Replaced through "dme" provided "(B)(6)" (B)(6) 2022. Resmed airsense 11. Used philips from (B)(6) 2020 through (B)(6) 2022, used 21 months, developed respiratory cough. Due to national shortage, no replacement capap were available."